Event description:
It was reported to tyco/kendall healthcare that in 2006 a customer "gave a shot and activated the safety shield then placed the used needle into her pocket. She forgot the needle was in her pocket until feeling a stick in her leg. She then reached into her pocket and was stuck a second time in the finger. Upon removing the needle from her pocket, she noticed the safety shield was not activated. She then attempted to activate the safety device and was able to do so".